Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted. At an unspecified point post-implant, the patient presented back with a stroke. The patient is recovering well. It was further reported that the stroke occurred approximately 2.5 months post-implant with likely mechanism as ischemic. A follow-up transesophageal echocardiogram was performed revealing no leak, but a device-related thrombus was present on the face of the watchman closure device . At the time of the stroke the patient was on dual antiplatelet therapy. No immediate intervention was required for treatment of the stroke. In response to the thrombus, the patient was started on warfarin.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted. At an unspecified point post-implant, the patient presented back with a stroke. The patient is recovering well.